Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that any of the ethicon products involved (pds suture, monocryl suture, dermabond prineo) caused and/or contributed to the post-operative complications: wound healing complications, surgical site infections, scars, described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products (pds suture, monocryl suture, dermabond prineo) used in this procedure? If so, please provide details. Which specific ethicon products (pds suture, monocryl suture, dermabond prineo) have been used during the procedures (product code, lot number)? Patient demographics? The single complaint was reported with multiple events. There are no additional details regarding the additional events. No product available for return. Note: events reported via: mw# 2210968-2024-01906, mw# 2210968-2024-01907, mw# 2210968-2024-01908. Citation: annals of plastic surgery ¿ volume 89, number 5, november 2022; doi: 10.1097/sap.0000000000003285. Journal article attached to file. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: title: closed-incision negative pressure therapy prevents major abdominal donor-site complications in autologous breast reconstruction. This study evaluates the rates of abdominal donor-site complications in autologous breast reconstruction with closed-incision negative pressure therapy compared with standard dressings. It was hypothesized that using closed-incision negative pressure therapy will improve donor-site healing and reduce surgical complication rates. Between march 2013 and march 2020, 433 female patients who underwent autologous breast reconstruction with 212 abdominal donor sites managed with closed-incision negative pressure therapy and 219 with standard dressings were included in the study. The average age was 50.6 ± 10.2 years, and the average bmi was 30.1 ± 5.1 kg/m2. The choice of donor-site dressing was at the discretion of the attending surgeon. Patients in the study group had a competitor closed-incision negative pressure dressings (manufacturer: 3m kci). Control dressings included a competitor steri-strips (manufacturer: 3m kci), dermabond prineo (ethicon), and a competitor xeroform petroleum gauze (manufacturer: cardinal health). For the surgical site closure, the abdominal flap was undermined to the xiphoid process and costal margin. The fascia was not routinely closed with mesh. The fascia was reinforced with an onlay or sublay non-ethicon mesh (manufacturer: unknown) repair only when there was a concern for fascial weakness or morbid obesity. The abdominal donor site was closed in a layered fashion using pds (ethicon) to approximate scarpa's fascia and monocryl (ethicon) to approximate the deep dermis and skin. Two drains were placed on each donor site and were maintained until output was less than 30 ml for 2 consecutive days. After donor-site closure, closed-incision negative pressure therapy was applied per manufacturer recommendations and placed to continuous negative pressure at 125 mm hg in the study group. Control and closed-incision negative pressure therapy dressings were left in place for up to 10 days postoperatively. Reported complications included late wound healing complications (n=115), surgical site infections (n=13), and scars requiring revision (n=45). In conclusion, closed-incision negative pressure therapy is protective against the development of significant wound healing complications requiring surgical reoperation at the abdominal donor site after microsurgical breast reconstruction. For every 6 patients treated with closed-incision negative pressure therapy, 1 major wound healing complication may be prevented, resulting in potential cost savings of $3667 per patient.